Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that the patient had a tamponade right ventricular assistance device placed on (B)(6) 2020. Patient had a ischemic bowel on (B)(6) 2020 and a ileostomy on (B)(6) 2020. Patient is on total parenteral nutrition with positive blood cultures. Lactate dehydrogenase has been in 600's but spiked to over 700. Needs to be evaluated for possible pump thrombosis. No unusual events were found in log file analysis. Patient expired after family chose to withdraw care. Cause of death listed as septic shock, candidemia and ischemic bowel. Heartmate 3 was functioning properly. Pump will not be explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Additionally, a direct correlation between the device and the patient outcome could not be conclusively established through this evaluation. The submitted log files appeared to capture the hm3 lvas functioning as intended. It was reported that the patient had a tamponade rvad placed on (B)(6) 2020. The patient had ischemic bowel on (B)(6) 2020 and an ileostomy was performed on (B)(6) 2020. Ldh had been in the 600s, but elevated over 700 on (B)(6) 2020. It was reported the patient expired after the family chose to withdraw care on (B)(6) 2020. The cause of death was listed as septic shock, candidemia, and ischemic bowel. It was reported that the hm3 lvas was functioning properly and no autopsy will be done. There were no adverse consequences to the patient due to the device or lvad therapy. It was reported that the device was not explanted and will not be returned for evaluation. The hm3 lvas IFU lists all adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including sepsis, infection, right heart failure and death. No further information was provided. The manufacturer is closing the file on this event.